Event description:
Additional information was received regarding the patient. The patient is going to be explanted and not replaced at this time. They are going to see if the pain subsides and potentially re-implant later. The pain was reported to still be present with the generator disabled. The generator had been explanted and has not been returned to the manufacturer.

Event description:
Good faith attempts for product return have been unsuccessful to date.

Event description:
It was initially reported that the pt began experiencing pain and tightness in his chest following a MRI. The pain is continuous and not related to stimulation. The physician recommended alternating disablement (2 hours on/off). The physician then disabled the pt for a week and the pain started to resolve. When the device was turned back on the pain returned immediately, so the physician turned him back off. A prophylactic replacement is planned, but has not occurred to date. (B)(6) attempts for more info have been unsuccessful to date.